Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion located in the distal left anterior descending coronary artery that was both heavily calcified and tortuous and 80% stenosed. The indeflator failed to inflate despite several attempts. A new indeflator was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported leak was not confirmed as the device performed as intended. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As the reported leak was not confirmed during return analysis, the investigation determined the reported difficulties appear to be related to circumstances of the procedure. It is likely that the device was not connected properly resulting in the reported leak. There is no indication of a product quality issue with respect to manufacture, design or labeling.